Manufacturer narrative:
Awaiting return of product to conduct quality investigation.

Event description:
Consumer had following results: lo 11pm last night, lo at 12:41. Consumer went to hospital with mother and meter based upon low test results.